Event description:
A user facility reported that the evis lucera duodenovideoscope forceps output is different from usual. During a standard service inspection of the customer returned device, there was a gap in the tip adhesive part. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. The adhesive part of the lighting lens was peeled off and there was a gap in the tip adhesive part. In addition, dirt entered inside of the lens through the gap. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly eight 8 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress on the device. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.